Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon inspection, the handle was found to be damaged near the trigger/mode selector, which can lead to the reported event and can be caused by an impact.

Event description:
It was reported that at the user facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event.